Event description:
Report received from (B)(6) stated that during a procedure the vitrectomy cutter was not cutting properly. No patient impact or injury reported.

Manufacturer narrative:
The product has been discarded by the hospital. The sterilization and lot history records were reviewed and found to be acceptable.